Manufacturer narrative:
The device was not returned for analysis as it was reported to have been discarded at site. Attempts were made to get additional information, however, they were unsuccessful. Vasospasm is a known inherent risk of mechanical thrombectomy procedure. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event.

Event description:
Medtronic received information that the patient experienced vasospasms within the left internal carotid artery. The spasms were reported to have been caused by the cello balloon guide catheter. The vasospasms were treated intra-arterial with 5mg verapamil. The patient was being treated for an occlusion of the left middle cerebral artery. The vasospasms occurred prior to the delivery of the thrombectomy device. After treatment of the vasospasms, the thrombectomy device was delivered into the thrombus. The device was soon removed under aspiration. Recanalization was achieved as evident by thrombolysis in cerebral infarction (tici) of 3. The patient was reported to have been given another 5 mg of verapamil and all the devices were removed. Post-procedure there was no neurological decline. Subject was discharged from enrolling hospital 5 days after index procedure to rehab facility. Baseline nih stroke scale was 24. Per the referring hospital the nihss was 32. The patient was given IV-tpa. Baseline tici was 0.

Manufacturer narrative:
The device was not returned as it was discarded at the site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.